Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve. It was checked an hour and a half earlier and the IV connection was tight. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Baxter 1000ml infusion bag 5% dextrose & 0.45% sodium chloride injection usp lot c966705, exp aug 2016; therapy date (B)(6) 2015. The customer¿s report of an unintended disconnection was not confirmed. The reported mating component used during the event was not returned for inspection. Visual inspection of the returned distal luer and the rest of the set observed no obvious damages or issues. Functional testing performed on the received set and a lab mating component using the proper connection method was unable to duplicate the reported issue. In addition, fluid was infused thru the attached components and no disconnections observed. The root cause of the reported disconnection was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.